Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-05790. It was reported the patient was presented at the emergency room wherein xrays taken revealed fluid in the spine. The patient is dissatisfied with the system did not provide further information about the ER visit. Surgical intervention will be undertaken at a later date to address the issue.